Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual examination noted the reload had a full complement of staples and the jaws were open. Functionally, the reload was loaded into a representative instrument. The jaws were clamped and a noticeable gap could been seen. The reload was cycled without hesitation or binding and was applied to test media. All staples were placed, and the test media was cleanly transected. The reload interlock was tested and found to function properly. It was reported that the device did not fire. The reported issue could not be confirmed. The most likely cause cannot be established from the information available. The evaluation detected an unreported condition of reload jaw gap not related to the reported condition. The most likely cause for the additional condition was traced to device design. Internal process improvements have been initiated to mitigate this issue. The m anufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: egiaustnd egiaustnd endogia ultra univ std stap - (lot#p2c0584s) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic thoracoscopic lobectomy, the surgeon was unable to press the green button and squeeze the handle. The device did not fire even after the jaws were closed. A new stapler from a different brand was used to resolve the issue. There was no patient injury.